Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found that the problem was identified in the suite pc. Upon troubleshooting, fse found a hard disk failure in the suite pc. To resolve the problem, fse reloaded the system software and re-implemented the correction. After reloading system software, replacement of hard disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.